Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018; explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (500 mcg/ml at 25 mcg/day) via an implanted pump. The patient¿s medical history was lumbar failed back surgery syndrome, lumbar degenerative disc disease, lumbar spondylosis, and chronic back pain. The indication for pump use was non-malignant pain. It was reported that the patient was scheduled for a routine pump replacement procedure because the pump eri (elective replacement indicator) was less than 9 months. In preparation for the surgery, the nurse practitioner performed a catheter access study on (B)(6) 2024 to assess the patency of the catheter and found the catheter to be non-patent, so the patient was scheduled for the routine pump replacement with a possible catheter revision. On 16-apr-2024, plain film x-rays were completed and demonstrated the catheter tip at t7. The patient was subsequently seen in the office multiple times before the procedure for sequential dose reduction in preparation for the catheter revision in order to minimize symptoms of withdrawal. There were no known precipitating environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to the or (operating room) on (B)(6) 2024 and placed in a lateral position. The physician began by opening up the existing pump pocket. He then dissected down to the pump and proximal/pump segment of the catheter. The old pump was removed and discarded. The physician then removed the proximal/pump segment and collet, but still did not see any csf (cerebrospinal fluid) dripping from the catheter. He then proceeded to remove a segment of the catheter from the spinal segment, which was measured and had a length of 13 cm. After trimming the spinal segment, the physician noted spontaneous flow of csf dripping from the catheter. At that time, he opted to just replace the proximal/pump segment of the catheter and was given a pump segment revision kit. 45 cm was then trimmed from the new segment. The physician then connected the new prox imal/pump segment to the existing spinal segment of the catheter using the provided collet. The revised catheter was then attached to the new pump. The physician then proceeded to aspirate from the catheter access port before and after placing the pump back in the pump pocket. The incisions were then irrigated and closed. The cause of the catheter obstruction was not determined. It was noted that the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.